Event description:
Atrial paced (possible far field r wave deflections, not sensed, on the atrial channel vs. An under sensed arrhythmia) ventricular sensed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).